Event description:
A sasser virus infected 2 files in the ms windows 2000 operating system. The device continually rebooted and patient treatment was interrupted. Siemens removed the virus with a program from a commercial antivirus manufacturer. All microsoft patches were applied and the system returned to normal function. The virus most likely came from the hospital network since the siemens leonardo workstation was also infected.